Event description:
Boston scientific crm received information that this patient developed an e-coli infection at the pocket ten days post implant. The entire pacing system was explanted and a new pacing system was successfully implanted after one months of antibiotic treatment. During that month, the patient required external pacing as they are pacemaker dependant. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.